Event description:
The patient had been put into the lift seat which was then connected to the lift, when the nurse came to remove the sub chassis, the safety catch on the sub chassis was difficult to disengage. While trying to release it the nurse cut her finger.